Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges inaccurate insulin delivery due to piston rod malfunction; was in the clinic with a planned hospitalization at the time of the report. Treatment received for 2016 incident was not provided. No product will be returned due to custom and legal issues in russia.